Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned, analyzed, and no anomalies were found. Concomitant: 694958 implantable tachy lead implanted: 2007-(B)(6); 419478 implantable pacing lead implanted 2012-(B)(6). (B)(4).

Event description:
It was reported the right atrial (ra) lead had high pacing thresholds. The ra lead appeared to have dislodged from the atrial appendage. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.